Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set drip chamber became detached from the set when changing a bottle of esomeprazole. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing and clear passage testing were performed. These tests revealed that the chamber was separated from the tubing. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.